Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 15 events for the failure: overheating of device. - 7 events had problem identified before clinical use/exposure; there was no patient involvement. - 4 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had minor injury/illness/impairment. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 15 events were reported for this quarter. Product return status 9 devices had investigation types that have not yet been determined. 6 devices were received. Evaluation findings (results/components) 9 devices: results pending completion of investigation / part/component/sub-assembly term not applicable 4 devices: no device problem found / part/component/sub-assembly term not applicable 2 devices: wear problem, overheating problem identified / bearings product disposition 5 devices: scrapped by stryker 1 device: serviced and returned to customer 9 devices: product disposition is not yet determined additional information 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.